Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Based on the investigation, the complaint on leak defect mode could not be confirmed. Bronchial tube was inflated using endotest for both clear and blue cuff. Bronchial blue cuff and tracheal clear cuff both passed. Water leak test was then conducted on the complaint devices. There were no air bubble that were observed flowing out from the clear cuff and the blue cuff. Based on investigation there are no functional defects on returned sample. Additional observation found kink mark under the magnifying camera on the side arm. However, this kink mark does not have an impact on product functionality such as slow inflation/deflation or leakage since sample received can be inflated and deflated without abnormality. There is no physical evidence of failure as there is no failure found from the returned sample. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.